Event description:
Discordant elevated thyroid stimulating hormone (tsh) results were obtained on a series of samples on an individual patient. The results were reported to the physician. The last sample was tested by an alternate methodology and a lower result was obtained. Patient treatment was altered or prescribed on the basis of the discordant tsh results. The patient was administered synthroid. There was no report of adverse health consequences as a result of the discordant tsh results or treatment.

Manufacturer narrative:
Analysis of complaint by siemens healthcare diagnostics inc. Indicates that the likely cause for the discordant elevated tsh results relative to an alternate methodology is non-specific heterophilic antibody binding. The IFU for dimension® tsh flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed." The account's quality control for tsh has been acceptable for the period of testing. No issues have been noted for other patient samples.